Event description:
It was reported via repair work order that the litter was drifting with weight due to loose trend actuator assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.